Event description:
Possible pump malfunction-1000cc bag of unknown fluid at 12:00pm programmed for 75cc/hr, pump beeped air around 6:00, reading that 636cc had infused with 564cc left to be infused, IV bag was dry at this time. Attempts were made to obtain add'l details regarding medication involved, specific pt info, pt injury and medical intervention, but no add'l info was able to be obtained. No pt injury was reported during discussion with hosp staff.